Event description:
It was reported that the ilet delivered alert 38 indicating consecutive stalled motor events and also issued an insulin occlusion alert; the user had restarted the device multiple times, changed the infusion set, performed a dry run successfully, then received an unable to proceed alert when attempting to use the same supplies, and ultimately resolved delivery by completing a full supply change with a new cd 23" set and resuming insulin after observing drops. Symptoms included hyper glycemia with a peak of 401 mg/dl with no injury or clinical effects. Outcomes included no required medical intervention and continued device use after supply replacement. Investigation included guided troubleshooting by support, a successful dry run confirming pump actuation without the patient line, and verification of proper installation with new consumables. Investigation of this case revealed that the stalled motor and occlusion alerts were associated with the prior infusion setup and that device function was restored after a complete consumable change. It was concluded that the event was related to infusion setup or consumable issues rather than a device malfunction.